Manufacturer narrative:
The meters and both lots of test strips were requested for investigation. The customer's meter and test strips (39739821) were returned for investigation. The results alleged by the customer were not observed in the meter memory. Retention test strips were measured with the returned meter in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.7 inr, donor 2 inr: 2.5 inr. Donor 1 hct: 42%, donor 2 hct: 46%. Testing results: donor #1: retention meter and master lot strips: 2.6 inr. Customer meter and retention strips: 2.7 inr. Donor #2: retention meter and master lot strips: 2.6 inr. Customer meter and retention strips: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Both meters from the doctor's office were returned for investigation. Test strip lot 39427311 was not returned. Retention test strips were measured with the returned meters in comparison with the current test strip masterlot. For this purpose two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.7 inr, donor 2 inr: 2.5 inr. Donor 1 hct: 42%, donor 2 hct: 46%. Testing results: donor #1: retention meter and master lot strips:2.6 inr. Customer meter 1 and retention strips: 2.7 inr. Customer meter 2 and retention strips: 2.7 inr. Donor #2: retention meter and master lot strips: 2.6 inr. Customer meter 1 and retention strips: 2.5 inr. Customer meter 2 and retention strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The results alleged by the customer were not observed in the meter memory for either of the doctor's meters. Test strip lot 39427311 has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to 2 coaguchek xs meters used at the doctor's office. The result from the customer's meter was 2.1 inr. The same puncture was used for a test on one of the doctor's meters with a result of 2.8 inr. The customer was tested on a 2nd coaguchek device used at the doctor's office and the result was also 2.8 inr. It is not clear if the same finger or puncture was used for this 2nd test on the doctor's meter. The nurse then took the strips used with the doctor's meter and tested the customer on his meter using a different finger and the result was 2.1 inr. The results from the doctor's meters were believed to be correct. The customer's therapeutic range is 2 - 3 inr. The test strips used with the customer's meter were lot 39739821 with an expiration date of 31-oct-2020. A different vial of test strip lot 39427311 was used with each of the doctor's meters. The expiration date was not provided.